Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while testing with bd panel phoenix nmic-311, no mic result was obtained for ceftolozane-tazobactam. There was no health impact or consequences reported.

Event description:
Report 3 of 3. It was reported while testing with bd panel phoenix nmic-311, no mic result was obtained for ceftolozane-tazobactam. There was no health impact or consequences reported.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 29-mar-2024. Investigation summary; this complaint is for no-mic results for ceftolozane-tazobactam (CT) when using phoenix panel nmic-311 (catalog number 449452) batch number 4009844. The customer provided panels, isolates and phoenix generated lab reports for the investigation. The lab reports show no mic results for CT with escherichia coli when using the complaint batch. To investigate, one customer returned panel each of the complaint batch was tested using customer returned isolates e. Coli #1 through e. Coli #6 on a phoenix m50 machine and evaluated for CT mic results. In addition, one control panel each from the same material but different batch were tested using customer returned isolates e. Coli #1 through e. Coli #6 on a phoenix m50 machine and evaluated for CT mic results. All twelve panels tested returned the expected mic results for CT. This complaint is not confirmed. The batch history record was satisfactory, and no quality notifications were generated during manufacturing and inspection. A review of complaints revealed one additional complaint on batch 3165266, related to this defect and not confirmed. Complaint trending was performed, and no trends were identified associated with this defect. Bd will continue to monitor for trends and take action as necessary.